Event description:
Procedure type: gastric bypass. According to the reporter: the stapler malfunctioned while firing the cartridge. The staples did not fire properly. The stapler now does not load properly nor fire accurately as it deflects the anvil. This happened twice with both units. The units feel flimsy and metal work is not parallel according to the reporter. The pt is fine. Tissue damage to the gastric pouch occurred; however, it was corrected by reapplication when another device was opened and re-applied.

Manufacturer narrative:
(B)(4).